Event description:
It was reported that the tcm did not cool during cardiopulmonary bypass surgery. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The field service representative found that poor flow was the result of mineral deposits in the system. He cleaned the inline filter and flushed the hansen fittings to improve the flow. The unit operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.